Event description:
Additional information received. The physician reported that patient was hospitalized in emergency room with abdominal pain, weight loss for 3 months, and night sweats. Computed tomography of the abdomen revealed perforated proximal duodenum. The patient was treated with IV antibiotics and proton pump inhibitors. On (B)(6) 2019, patient was given antibiotics flagyl 500mg IV, and ceftriaxone 1gm IV. No surgery was required. Peg-j tube was removed on (B)(6) 2019.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Perforation is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in canada underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, patient was diagnosed to have duodenal perforation and will require surgery. The duodopa therapy was stopped.